Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting assistance from technical support and disconnected the call. No additional information was received regarding the outcome of the event.